Event description:
It was reported by an aci sales professional that a male pt underwent a coronary intervention procedure on (B)(6) 2010. Following the procedure, the physician trained to the mynx, chose the device for femoral arterial closure. Hemostasis was successfully achieved and pt was ambulated and discharged per hosp protocol. The pt reported feeling pain and swelling 4 days post procedure. On 02/14/2010, the pt presented to the emergency room (ER) with pain and swelling at the access site. A doppler ultrasound of the groin diagnosed a pseudoaneurysm (psa) that was 2.1 cm in size with a medium-sized neck. The pt was given a thrombin injection which successfully treated the psa. The pt was ambulated and discharged the following day per hosp protocol. There was no further report of pt clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept. No files attached.